Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 3 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn: (B)(4)) / sc-4318 device evaluation indicated that the devices passed the functional test and revealed no anomalies. Sc-3400-30 (sn: (B)(4)) it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis impedance measurements revealed high values on 16 contacts. The patient will undergo a revision procedure wherein the splitter and leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit 50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis impedance measurements revealed high values on 16 contacts. The patient will undergo a revision procedure wherein the splitter and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein a lead and splitter were replaced. Malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. Database analysis impedance measurements revealed high values on 16 contacts. The patient will undergo a revision procedure wherein the splitter and leads will be replaced.